Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt was treated on the face and neck and has white, slightly raised, slightly red areas that have not blistered yet on the right cheek, left temporal area, left cheek, below the chin, and on the left upper lip. The pt reported little discomfort during the treatment, rated as a 2 out of 4. The skin reaction appeared to be slowly resolving, the scratches were scabbing over and fading. There are on to two possible areas of permanent scarring, however, there are still many marks present. The tip was inspected prior to and during the treatment. There were no system errors during the treatment, but the customer noted a smell that was not a typical smell in the customer's opinion. The smell was described as the smell produced by a hot blow dryer.